Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 5/25/2016 with the following findings: during testing, it was observed that the battery compartment was cracked above and below the grip pad. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 5/25/2016.